Event description:
The pt was trying to be active the day after implant. The pt experienced a post dural puncture headache (pdph) and back pain; the headache was noted to be severe. The pt ingested oral narcotic medication to combat the pdph and experienced an overdose which resulted in hypotension. The pt was hospitalized in the ICU for observation; stabilization; and discharged after 2 days. It was noted that the pdph was non-existent in recumbent position. It resolved spontaneously after "10 days or so". The pt outcome was reported as "no injury". The device system was used to deliver compounded baclofen and morphine.

Manufacturer narrative:
(B) (4).